Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The damaged defective device allegation was not confirmed; no evidence of device defect, malfunction, or abnormal damage was found. The kinked stylet allegation was confirmed based on the stylet returned showed bends along the body of the wire. The analysis concluded an unintended use error based on the analysis finding of induced damage of the stylet. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues during implantation. The physician experienced difficulties positioning the lead due to vein tortuosity. The lead was placed on the rv apex and the impedance was measured as 1546 ohms with 2.7v thresholds. The helix mechanism was able to be deployed as expected. The stylet was then found to be kinked and was removed. The measurements decreased to 1.3 v and 1480 ohms but the physician considered the impedance to be too high. It was then decided to remove and replace the lead with the same model since a lead damage could not be excluded. This new lead was successfully implanted with acceptable measurements prior to pocket closure. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues during implantation. The physician experienced difficulties positioning the lead due to vein tortuosity. The lead was placed on the rv apex and the impedance was measured as 1546 ohms with 2.7v thresholds. The helix mechanism was able to be deployed as expected. The stylet was then found to be kinked and was removed. The measurements decreased to 1.3 v and 1480 ohms but the physician considered the impedance to be too high. It was then decided to remove and replace the lead with the same model since a lead damage could not be excluded. This new lead was successfully implanted with acceptable measurements prior to pocket closure. No adverse patient effects were reported. The lead is expected to be returned for analysis.